Manufacturer narrative:
The erroneous fpsa result was not reported outside of the laboratory.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys total psa immunoassay (tpsa) and one patient sample tested for the elecsys free psa immunoassay (fpsa) on a cobas e 411 immunoassay analyzer. Of the two samples, the one sample tested for fpsa is reportable as a malfunction. It was asked, but it is not known if the erroneous result was reported outside of the laboratory. The sample initially resulted with a fpsa value of 0.978 ng/l. The sample was repeated, resulting as 0.290 ng/ml. No adverse events were alleged to have occurred with the patient. The fpsa reagent lot number was 293436-01. The reagent expiration date was asked for, but not provided. Calibration signals and control values were within expectations. Sample clotting time may have been too short. Based on the provided information, an assay related issue could not be detected. A general product problem could be excluded. The investigation was unable to find a definitive root cause.